Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (screen unresponsive) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump became unresponsive with a blank screen after sleep despite showing adequate battery and an active charging indicator, and did not recover after a prolonged sleep/wake button press; a replacement device was shipped and the original unit was returned. Symptoms included hyperglycemia with a reported blood glucose of 400 mg/dl and feeling unwell without specific symptoms. Outcomes included the use of subcutaneous insulin by manual injections, no ketone testing, and no medical intervention or hospitalization. Investigation included review of customer-reported device behavior and logistics tracking of the returned unit and inspection of the returned device. Investigation of this device revealed a screen unresponsive event consistent with a potential device malfunction impacting user interface functionality. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.